Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump alarmed no delivery during manual prime. The customer was assisted with running a manual prime with a new reservoir and the pump alarmed no delivery again. The customer was advised to change the entire infusion set as soon as possible. Troubleshooting was performed. The reservoir was not returned for analysis.